Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact but the keypad buttons were worn. Evaluation revealed that the contrast button was intermittently unresponsive and the other buttons responded appropriately. There was contamination found under all contacts.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts. This report is made based on results of investigation completed on (B)(4) 2012.